Event description:
It was reported that the patient's device was explanted the night before the report due to an infection that developed. The patient was doing well at the time of the report. No further information was reported.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).